Event description:
The pt was implanted with a siltex saline mammary prosthesis on 8/19/98. Subsequently, the pt experienced capsular contracture and extrusion of the device. The device was removed on 11/20/98.